Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in filter and also alleged of short of breath, difficulty breathing, headache, dizziness, nosebleeds, sinus, and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. Patient alleged of visualization of black particles in filter and also alleged of short of breath, difficulty breathing, headache, dizziness, nosebleeds, sinus, and nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the external and internal part of the device. Unknown contamination at the air inlet and the bottom of the blower box was observed. Gray and black hairs of fibers in the bottom enclosure. Unknown white dust like contamination on the top of blower motor and blower motor seal was observed. Both sides of the blower box had foam that looked like they have moisture. The manufacturer found no error codes. Dust/dirt like contamination observed on the top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4power connector. An unknown contaminate was observed inside the ui and rear panels. Liquid ingress was observed on the blower and p4 power connector. A contaminate consistent with keratin was observed on the blower box. The manufacturer applied power to the device and verified the airflow. Presence of sound abatement foam was confirmed using fitt (foam integrity test tool). The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.